Manufacturer narrative:
(B)(4).

Event description:
It was reported high voltage shocks did not rescue the patient out of a dangerous ventricular tachycardia rhythm. The rhythm was temporarily treated with one shock but the patient went back into the rhythm. A higher shock value still could not resolve the issue. It was recommended for the physician to perform a defibrillation threshold test. The patient condition was fine. No further information is available.